Event description:
It was reported that this patient underwent a procedure. The physician opted to place grounding paths and the cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. Troubleshooting options were recommended. Upon troubleshooting performed, the impedance was within range. At this time the product remains in service and no adverse patient effects were reported.